Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a falsely elevated architect ca 19-9xr result of 198.11 u/ml was generated for a patient (B)(4). The same sample was retested and the result was 2.98 u/ml. Another sample from the patient tested at 2.96 u/ml. No adverse impact to patient management was reported.

Manufacturer narrative:
No customer returns were available. Investigation of the customer issue included a review of the complaint text, a search for similar complaints and a review of labeling. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Historical performance of the reagent lot was evaluated using world wide data from abbott link. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for this lot is within the established control limits which indicates that the lot is performing acceptably and comparable to other lots in the field. A malfunction was identified. Based on the information within the complaint record, the device failed to meet performance specifications or otherwise perform as intended at the customer site. Use error may have contributed to the customer's elevated results may have been caused by sample handling/integrity issue as a retest of the sample gave the expected result. However, a systemic issue and/ or product deficiency was not identified.